Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) female patient who received three treatments of poly-l-lactic acid (sculptra), with the last treatment received on (B)(6) 2008. Relevant medical history and concomitant medication info were not mentioned. The patient developed lower eyelid inflammation three weeks after her third treatment of poly-l-lactic acid, with one side worse than the other. The physician reported that he injected poly-l-lactic acid into the "malar bone area" and that he was "careful not to inject material into the orbit." The physician reported that the inflamed area had no nodules, no lumps, no redness, and no itching. He mentioned that it was not "hard to touch" but more "puffy." He reported that he felt the poly-l-lactic acid disappeared more than expected and that there was more laxity than expected. He reported that the patient noted some improvement in the inflammation. Reporter's causality assessment: not provided.

Manufacturer narrative:
Add'l info received on (B)(4) 2008: (B)(4). Add'l info received on 22-nov-08: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the dhrs (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.